Event description:
Patient has been experiencing episodes of oversedation and under effectiveness since the pump was replaced. The low battery alarm has been occurring prior to refill as well as post refill." Pump access very easy and definable." The patient is scheduled to be seen in the clinic for further testing. A follow up report will be sent when additional information is received.